Event description:
Customer reported that the insulin pump may not have been functioning properly. Customer reported that she had a blood glucose level of 500 mg/dl earlier in the day of the call. Blood glucose level shortly before the call was 475 mg/dl. Customer reported treating with a manual injection. Customer stated that she would call back to perform troubleshooting. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.